Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient was asymptomatic. The patient did not receive therapy during the oversensing; oversensing was noted on the stored electrograms. The patient was evaluated in-clinic and programming changes were performed. The physician elected not to performed an induction test.